Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During procedure, the guidewire was advanced by antegrade and the lesion was pre dilated with a 1.5x10 non bsc balloon catheter. After that, first dilation was performed and the pressure was 10atm. During second dilation, it was noted that the balloon ruptured at 10atm for 40 seconds. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device returned for analysis. A visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the blades observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During procedure, the guidewire was advanced by antegrade and the lesion was pre dilated with a 1.5x10 non bsc balloon catheter. After that, first dilation was performed and the pressure was 10atm. During second dilation, it was noted that the balloon ruptured at 10atm for 40 seconds. The procedure was completed with a different device. No patient complications were reported.